Event description:
It was reported that 16 in non-dehp stnd bore extension set leaked. The following information was provided by the initial reporter: material no: mx9166 batch no: 20025076. Event description: maxguard extension set with 0.2 micron filter and needless y-site leaked when connect to chemotherapy. I did not witness leak myself. However, the rn stated this has happened previously so packaging was saved.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leaking at the y-port could not be verified due to the product not being returned for failure investigation. The root cause of this failure was not identified as no product was returned. A device history record review for model mx9166 lot number 20025076 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 16 in non-dehp stnd bore extension set leaked. The following information was provided by the initial reporter: material no: mx9166. Batch no: 20025076. Event description: maxguard extension set with 0.2 micron filter and needless y-site leaked when connect to chemotherapy. I did not witness leak myself. However, the rn stated this has happened previously so packaging was saved.